Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented in clinic at follow-up. Upon interrogation, inappropriate antitachycardia pacing therapy was delivered. Programming changes were made; device remains implanted. The patient will continue to be monitored.